Event description:
A customer contacted beckman coulter (bec) reporting that the ionized selective electrode (ise) drain in the unicel dxc 600 pro synchron chemistry analyzer was overflowing into the spill tray and onto the floor. The leak was not contained within the instrument. The operator stated that she was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and goggles during this event. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
The customer resolved the issue through routine troubleshooting with the assistance of bec hotline support. No service was performed by a beckman coulter field service engineer. The bec hotline specialist guided the customer in cleaning the ise flow cell drain. The customer found an obstruction caused by hard yellow granules; the customer stated the obstruction did not appear to be gel and/or a clot. The failure mode is an obstructed ise drain. (B)(4).